Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v009839, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead; product ID 355029, lot# n079830, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: accessory; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: extension; product ID 377745, lot# v009839, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Supplemental submitted for additional information received and for addition of device and conlcusion codes. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was first implanted with percutaneous leads and then they were changed over to bigger leads. It was further reported it worked for a while and helped a lot in the beginning. It was noted the patient¿s leads had pulled out twice. Information omitted pertaining to events (B)(4). These events are not related.

Event description:
Additional information received reported that the percutaneous lead had broken and thus the surgical lead was then implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
In manufacturer's report # 3004209178-2013-10307 the following information was reported: "he has 'always' had trouble with 'this thing.' His leads were replaced on (B)(6) 2013 with 'bigger leads' to obtain the best coverage. Prior his device was only working with '4 of 8 leads'." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the lack coverage with "percutaneous leads" will be reported in this report. It was stated patient's initial implant had been with "percutaneous leads" but he wasn't getting the coverage needed. It was stated that putting the bigger leads in was decided. It was stated he was working with 4 leads for almost a year. The patient had the impedance checked and it was confirmed that "the patient was working with only 4 of 8 leads." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.